Event description:
The following was reported by the pt's attorney: (B)(6) 2009 - pt underwent repair of incarcerated incisional hernia with composix kugel. On (B)(6) 2010 - pt underwent surgery to address complaints of abdominal pain. Pt's surgeon found that the previously placed composix kugel patch had adhered to the small bowel. Pt had a partial small bowel obstruction, intra-abdominal adhesions and incarcerated ventral hernia. The attorney alleges the pt was seriously and permanently injured. The pt has suffered and will continue to suffer great pain and suffering.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The attorney alleges the pt developed adhesions and recurrence, both of which are known adverse events listed in the IFU. A lot number has not been provided, therefore, a mfg review is not possible. Additionally, it is not reported the mesh was explanted and medical records have not been provided. With the currently available info, no conclusion can be drawn.